Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due air leaks in fluid delivery line. During evaluation, low flow alerts was determined to be leaking seals in 2 of the 12 fluid delivery line valves. The device did not meet specifications and was influenced by the reported failure. The device was in use on a device patient. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient reached targeted temperature (tt) was 36c. Last couple of hours the arctic sun device had been alerting low flow & marginal flow. Size large pads in use with no exposed abdomen. Patient was shivering. Walked through stop therapy, drain and disconnect. Had reconnect holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. Verified fluid delivery line (fdl) was securely attached. Restarted therapy. System diagnostics was outlet monitor temperature (t1) was 11.2c, outlet control temperature (t2) was 11.1c, inlet temperature (t3) was 13.3c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was 6.5psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 41 percentage, heater was 0, water reservoir level (wrl) was 5, system hours was 5737.8, pump hours was 5379.7. Advised circulation pump appeared to be going out and encouraged to swap out device. No medical intervention was reported. As per review of wo on (B)(6) 2023, there was 2000 hour pm service.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient reached targeted temperature (tt) was 36c. Last couple of hours the arctic sun device had been alerting low flow & marginal flow. Size large pads in use with no exposed abdomen. Patient was shivering. Walked through stop therapy, drain and disconnect. Had reconnect holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. Verified fluid delivery line (fdl) was securely attached. Restarted therapy. System diagnostics was outlet monitor temperature (t1) was 11.2c, outlet control temperature (t2) was 11.1c, inlet temperature (t3) was 13.3c, chiller temperature (t4) was 4.4c, water flow rate (wfr) was 2.5 l/m, inlet pressure (ip) was 6.5psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 41 percentage, heater was 0, water reservoir level (wrl) was 5, system hours was 5737.8, pump hours was 5379.7. Advised circulation pump appeared to be going out and encouraged to swap out device. No medical intervention was reported. Per review of wo on 05apr2023, there was 2000 hour pm service.